Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, the customer had to reuse an existing cartridge to address the issue. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.